Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited an inappropriate mode switch. No medical intervention was reported. The patient was stable post event.